Event description:
It was reported by the customer that a bd pyxis anesthesia es system sc-or10 stopped responding unexpectedly during a procedure at around 1:30-2:15 pm. They added that the system had timed out and when they tried to log back in, an error message appeared stating "the machine was not responding", followed by "initializing" for 2 minutes. The customer is concerned as this happened during a procedure, however, nothing urgent was required. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-nov-2021 to 09- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was unable to respond due to a generic error. The technical support specialist dialed into the station and updated the sleep settings. He found some settings in the network that allowed the device to turn off to save power. So, he went into the power management of both the ethernet and pyxinet and set it to not allow the computer to turn off the device to save power. The system functioned as intended after the technical support specialist assessed the device.